Event description:
General report received of an unspecified number of undocumented incidents of the device not delivering a dose when the bolus button on the bolus cord was pressed. The device was returned to an unspecified technical third party with a report of the button not working. No specific details were provided. No information was provided in the device did not deliver a does when the bolus button was pressed during or prior to patient use. There were no reported adverse patient effects and no reported of delay in therapies critical to any patients. No medical interventions were reported. No additional information was provided.

Manufacturer narrative:
The customer indicated that the devices were discarded. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.